Manufacturer narrative:
A 29.5 cm portion of the lead was returned for analysis. Hipot testing, length, helix height was unable to be performed since the full lead was not returned. Dc resistance, connector pin length and large boot od passed. Visually the seal rings in the small seal and large boot are flattened. There was unk fluid between the coil and outer tubing. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined since a full device was not returned for analysis+. No corrective action will be taken at this time. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.

Event description:
Info was received that the system had eroded and was removed. The lv lead was capped. Plan was to reimplant in 2 weeks on the right side. According to the rep on (B)(6) 2015, lv lead was cut about half way down the lead and capped. The half of the lead that was capped remains in the chest cavity. The other halves were explanted. On (B)(6) 2015, the patient had an entirely new system implanted. The patient was doing very well after this incident.